Manufacturer narrative:
H11: the device was received for evaluation with a beige connector. A visual inspection with the naked eye noted a separation between female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand to the beige connector and no issues were observed; therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age units (patient): not specified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of the minicap transfer set. The female connector was not able to disconnected from the ultrabag (ub) line connection. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for four weeks and was replaced as a result of the separation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.